Manufacturer narrative:
Reference record (B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in spain underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient developed stoma site infection. On (B)(6) 2017, it was reported that patient had yellow mucus and green exudate from stoma. Patient was seen in the emergency room with no medication prescribed. In (B)(6) 2018, stoma site culture was positive for staphylococcus aureus. The patient was treated with antibiotics septrin twice a day for 10 days and cloxacillin three times a day for 10 days.